Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of the display button and the alarm silence button on the system controller not functioning was confirmed via analysis of the returned system controller. During testing of the returned system controller it was attempted to navigate through the pump parameter screens on the system controller; however, upon pressing the display button no information would display on the screen. Additionally. The system controller power cables were disconnected to produce alarms, and the alarms could not be silenced when pressing the alarm silence button. The system controller was then disassembled to inspect the internal components, revealing that the user interface (ui) ribbon cable was slightly disconnected from the connector on the ui housing. The cable was then reconnected to the connector, and after reconnecting the cable the display button and alarm silence button functioned as intended without any issues. The system controller passed functional testing and successfully operated in a mock circulatory loop for an extended period of time without any issues or atypical alarms produced. The submitted and downloaded system controller event log files contained approximately 8 days of relevant data combined (16jul2023 ¿ 24jul2023, and 25jul2023 per the timestamps). The data in the log files did not indicate any issues with buttons on the system controller. The pump maintained a speed above the low speed limit without issue throughout the log file. The reported event was determined to be due to the user interface ribbon cable not being fully connected to the connector; the controller had been in use for approximately 271 days at the time of the event and cannot be correlated to a manufacturing process issue. The root cause of the connection issue could not be conclusively determined through this analysis. The device history records were reviewed and the records revealed that the heartmate 3 system controller was manufactured in accordance with manufacturing and qa specifications. The system controller was shipped to the customer on (B)(6) 2022. Heartmate 3 patient handbook section 5, entitled ¿alarms and troubleshooting¿, and heartmate 3 instructions for use section 7, entitled ¿alarms and troubleshooting¿, cover all alarms (visual and audible), including power cable disconnect alarms. And the actions to take if the alarms cannot be resolved. Heartmate 3 patient handbook section 6, entitled "caring for the equipment", describes how to care for and clean all equipment, including the system controller. Section 10, entitled ¿safety checklists¿, provides checklists to assist the patient in performing routine maintenance of heartmate 3 lvad, including inspecting the system controller for damage. The patient handbook and the instructions for use caution the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The controller was able to complete a self-test, however the alarm silence button also would not work.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient could not view their pump parameters on their primary controller. The patient was issued a new controller.